Event description:
It was reported that the distal tip of the guide wire detached. The target lesion was located in the splenic artery. A 180 x 25 cm fathom¿ -16 was selected and advanced to treat the target lesion. During procedure, it was noted that the wire shredded on the distal tip. The wire was removed from the catheter out of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The high torque sleeve (hts) and core wire were separated 3cm from the distal tip. The coil wire was still intact and was stretched. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the distal tip of the guide wire detached. The target lesion was located in the splenic artery. A 180 x 25 cm fathom¿ -16 was selected and advanced to treat the target lesion. During procedure, it was noted that the wire shredded on the distal tip. The wire was removed from the catheter out of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).